Manufacturer narrative:
Age at time of event: (B)(6) years old at the time of study enrollment.

Event description:
It was reported that the stent fractured. The subject was enrolled in the imperial study on (B)(6) 2016, and the index procedure was performed on the same day. The target lesion was located in the left mid superficial femoral artery (sfa) extending up to left distal sfa with 90% stenosis. The target lesion was 140 mm long with a proximal reference vessel diameter of 5.0 mm and a distal reference vessel diameter of 6.0 mm. It was classified as a tasc ii b lesion. The target lesion was treated with pre-dilatation with a placement of a 7 mm x 150 mm study stent. Following post-dilatation, residual stenosis was 0%. On (B)(6) 2016, the subject was discharged on dual antiplatelet therapy. On (B)(6) 2021, per 60 months core lab x-ray, a grade IV stent fracture was noted. Grade IV stent fracture refers to the break in one or more places of the stent where the type of stent fracture(s) denotes that there is mal-alignment of the components. No adverse event associated with the stent fracture was reported.

Manufacturer narrative:
A2: age at time of event: 67 years old at the time of study enrollment.

Event description:
It was reported that the stent fractured. The subject was enrolled in the imperial study on (B)(6) 2016, and the index procedure was performed on the same day. The target lesion was located in the left mid superficial femoral artery (sfa) extending up to left distal sfa with 90% stenosis. The target lesion was 140 mm long with a proximal reference vessel diameter of 5.0 mm and a distal reference vessel diameter of 6.0 mm. It was classified as a tasc ii b lesion. The target lesion was treated with pre-dilatation with a placement of a 7 mm x 150 mm study stent. Following post-dilatation, residual stenosis was 0%. On 03-mar-2016, the subject was discharged on dual antiplatelet therapy. On (B)(6) 2021, per 60 months core lab x-ray, a grade IV stent fracture was noted. Grade IV stent fracture refers to the break in one or more places of the stent where the type of stent fracture(s) denotes that there is mal-alignment of the components. No adverse event associated with the stent fracture was reported. It was further reported that the core lab x-ray was captured with grade IV stent fracture but later it was updated to grade ii with multiple tine fractures.